Event description:
High impedance. Pace-sense capped, oversensing. Interrogation of her ICD (implantable cardioverter defibrillator) demonstrated that there was noise in the lead. Exchanged out both device and lead and a new lead was implanted.